Event description:
The device (forceps mcl19bis right bouchayer heart) was returned to mxi for service and repair. It was reported that the tip was broken.

Manufacturer narrative:
(B)(4). Analysis of the device (forceps mcl19bis right bouchayer heart) confirmed the complaint. It was determined that the device was broken. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.